Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a left tka surgery was performed on (B)(6) 2013, the patient started to feel clicking in his knee 2 years ago and instability 1 year ago. The ps poly presented a broken post. This adverse event was treated with a revision surgery on (B)(6) 2023, in which the genesis ii posterior stabilized high flexion insert size 5-6 9mm was removed. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided. Therefore, without the requested clinical information, the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing, surgical condition, the procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Therefore, the root cause and/or the patient outcome beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the material specification, shall control the quality and manufacture of ultra-high-molecular-weight polyethylene (uhmwpe) as ram-extruded gur 1050 rod and compression-molded gur 1020 rod and plate. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, size selected, abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.